Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports that during a correlation study, the following coaguchek xs pro/laboratory results were obtained: 2.2 inr/1.21 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.